Event description:
It was reported that the patient's ipg became inoperable. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient did have unrelated ablations where it is unknown if the ipg was set to surgery mode or not. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.